Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported issue. The fse replaced the left high resolution stereo viewer (hrsv) lcd as a proactive action. The system was tested and verified as ready for use. Isi received the hrsv associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The backlight was noted to have a component failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no image on the left high resolution stereo viewer (hrsv) of the surgeon side console (ssc). A "check input signal" message also occurred. The customer noted the issue occurred intermittently. The customer had performed a power-cycle prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse) but the issue persisted. The customer continued the procedure with another ssc. The procedure was completed as planned with no reported injury. Isi followed up with the clinical sales representative (csr) and obtained the following additional information: the issue was identified during the procedure but prior to entering following mode. Isi tse was contacted for troubleshooting, but troubleshooting was not fully completed. The customer completed the procedure by using a second ssc from the dual console system. System functionality was checked upon powering the system and the system initially powered on without errors. The surgeon noticed the issue when he/she sat at the console.